Manufacturer narrative:
No product information available at this time.

Event description:
According to the reporter, while the surgeon was employing a running suture for the anastomosis, the suture broke and fell apart, which led to another surgery. An ethicon suture was used to resolve the issue. The current patient status is okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The re-operation was two weeks after the original procedure.